Event description:
It was reported that the customer experienced high blood glucose of 569mg/dl. The call got disconnected while customer was explained that the paramedics were called due to her high blood glucose. The mother called back and troubleshooting was performed. The caller stated that the customer was given a manual injection to treat her high blood glucose. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.